Event description:
Clinic notes for the patient were received in which it was noted that the patient's sutures extruded after initial implant leading to delay in healing. No known surgery for the event was reported to have occurred to date. No additional relevant information has been received to date.